Manufacturer narrative:
(B)(4). Date sent: 04/20/2011. Information was not provided by the affiliate. (B)(6). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information requested and the following response received on (B)(6) 2011: I not confirm that the device's "clamps" are actually the staples, because I not saw personally it before firing. Yes, the surgeon able to confirm if the tissue was evenly distributed in the device prior to firing. The temporary colostomy was put. Reversal will be at the beginning of (B)(6). The patient's pre-op diagnosis was cr colon (B)(4). The normal tissue was in the area device's firing. The patient is stable, doctor in charge of the case prepare he to reversal.

Event description:
It was reported that during a subtotal resection of the large intestine, during the stage of recanalization of the intestine using the cdh29 device (overlap end-to-end anastomosis), the device stitched only a half of the intestine. The second half of the device's clamps did not come out. The patient had a colostomy overlap. The condition of the patient immediately after the procedure was stable. Additional information has been requested.